Manufacturer narrative:
Device used for treatment and not diagnosis. Device manufactured in (B)(4), similar device sold in USA. The broken screwdriver was received; the tip was lost in the hospital. The review of the manufacturing document revealed that the present instrument was manufactured according to the specifications may 2009. Also the measurements of the dimensions were according the given drawing at the time of manufacturing. Manufacturing and inspection records indicated no problems with the lot in question.

Event description:
Device report from gmbh reports an event in (B)(6) as follows: during final tightening in a procedure, the surgeon was using the screwdriver shaft and the tip of the instrument broke. The broken fragment is lost. The patient was not impacted. The event caused a short delay in the surgery to change the instrument. The surgeon used another instrument.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.